Event description:
Unable to speak with the reporter/layperson (patient's mother), this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a letter to the reporter. The reporter complained that at 11:30 a.m. In 2009 (day of call) the patient's onetouch ping meter had prompted error 1 (er1 indicates a problem with the meter). The patient is treated with an insulin pump; however, it is unknown whether the patient or his mother bolused after attempting to test. One hour later the patient allegedly had "low blood sugar." The specific symptoms, if any, were not provided. The reporter gave the patient "15 carbs". The type of carbs (food or glucose tabs) was not provided. The cca arranged for an overnight replacement. Due to the reporter's allegation that the patient developed low blood glucose after obtaining er1 and was treated by the reporter, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.